Manufacturer narrative:
We have received the device for evaluation. We observed that the lumen was cut just above the stopcock that leads to the internal carotid balloon. According to the surgeon, he had to cut the lumen in order to deflate the balloon. When we evaluated the device, we did not find any issue with the device. The common carotid balloon and internal carotid balloon inflated, retained inflation and deflated normally. We did not find any particles inside the internal carotid inflation lumen that could have prevented the balloon from deflating. Since the remaining part of the lumen and the stopcock of the internal carotid balloon was cut and was not returned with the device, we inflated the balloon using a needle connected to a syringe. We have attempted multiple times to receive additional information from the hospital regarding the case as well. However, we have not received any response. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of similar nature for devices from this lot. At this time, we are inconclusive about the root cause of the defect. Both internal carotid balloon and common carotid balloon inflated and deflated as expected. It is possible that some blockage near the stopcock could have prevented the balloon from deflating since it deflated when that part was cut away by the surgeon. However, we could not confirm this since the remaining part of the lumen and the stopcock was not returned. Also, we could not confirm if the device was tested prior to the procedure. Our IFU instructs users to test the balloon inflation prior to use. It is also possible that the lumen got kinked during the procedure which could also prevent the internal carotid balloon from deflating.

Event description:
The surgeon wasn't able to remove the shunt from the internal carotid artery after the procedure. The internal carotid balloon didn't deflate. So, he had to cut the arm of the shunt to remove the device from the artery.